Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose was over 600 mg/dl. Customer stated that she removed the entire infusion site and put in a new one. Customer has been experiencing high blood glucose today and has no treated. Customer stated that she does have syringes. Customer's current blood glucose was over 600 mg/dl. Customer was sent tubing clamps but she did not know when she put them. Customer reported that the insulin exited at the quick release. Customer did not remember if there had been changes to the pump programming. Customer has also had 2 no delivery alarms. Customer reported that she set the pump for 7.0 units and she still had a high blood glucose. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer will be sent a replacement infusion set. Customer's blood glucose dropped to about 585 mg/dl.